Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate as it states, system care, maintenance, and monitoring of device: to ensure unobstructed flow of fecal matter from the drainage tube to the collection bag, frequently verify that the catheter and collection bag are positioned so that the catheter is not twisted, kinked, or externally compressed. Flushing of the drainage tube if the drainage tube becomes obstructed with fecal matter, flush the tube by filling a syringe with tap water, attaching the syringe to the purple ¿flush¿ port, and depressing the plunger. Make sure the flush port remains parallel to the catheter in order to prevent kinking in the tubing and blockage of the injected water. This is used to maintain an unobstructed flow of stool into the collection bag. If repeated flushing with water does not return the flow of stool through the catheter, the device should be inspected to determine if there is an external obstruction (i.e. Pressure from a body part or piece of equipment). If no source of obstruction of the device is detected, use of the device should be discontinued. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: d, e this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use there were problems with two different dignishield probes on the same patient, with the first dignishield probe, the green port for cuff inflation came off, causing material to leak from the green port. In the second case, after the dignishield probe was placed in the patient, the fecal material did not drain into the tube but leaked out of the patient's anus, despite the patient having been properly cuffed with 47 ml of water.

Manufacturer narrative:
The initial reporter phone number provided is (B)(6). Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use there were problems with two different dignishield probes on the same patient, with the first dignishield probe, the green port for cuff inflation came off, causing material to leak from the green port. In the second case, after the dignishield probe was placed in the patient, the fecal material did not drain into the tube but leaked out of the patient's anus, despite the patient having been properly cuffed with 47 ml of water.